Event description:
Patient reported having unknown elevated blood glucose level often. Patient stated blood glucose level's highest reading was approximately 500 mg/dl; took correction via the infusion device with no success. Patient reported changing the infusion set, the insulin cartridge, and the battery; still with no success. Patient stated then took correction with a pen; was successful. Patient reported she noticed when she removed the infusion device out of the carrying case, the device smelled of insulin. Patient stated she can't see a leakage or wetness on the infusion device or the accessories. Patient reported no ketones. Patient's normal blood glucose level is 130-140 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.